Event description:
It was reported that a hematoma occurred. A watchman access system (was) double curve was positioned and a 21 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. During advancement of the wds through the was, a kink was noted to the was. After noting the kink to the was, the wds was removed and a kink was also discovered on the wds. Both devices were exchanged and the procedure was completed with another was and 21mm wds. After removal of the sheath, a large hematoma was noted to patients right groin. Pressure was held and a femstop was used to gain hemostasis. Patient is doing well and has been discharged home.